Event description:
It was reported that solution flowed without pressing the medication demand button of a patient control module device. This occurred while filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. A visual inspection and use testing were performed. The reported problem could not be confirmed nor duplicated during product evaluation. Should additional relevant information become available, a follow-up medwatch will be submitted.